Manufacturer narrative:
Reported event: an event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
This pi is for the left hip revision it was reported through stryker facebook page: "didn't do to well on the two left hips he put in on me." "No good recommendations from me" "didn't do very well on that" hip "you have placed on the left side so now I have a different doctor I would not recommend him to anyone".